Event description:
The fse reported that the system could not create an image due to the lack of x-ray exposure. Loss of live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock x-ray tube assembly. The system operates as intended.